Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a rectosigmoidectomy, when on the transection of the rectum, the staple line was incomplete proximally. Replaced by a new device to complete the case to complete the case. No patient injury.